Event description:
It was reported that during a laparoscopic gastrectomy procedure, the deployed clip was tear-drop shaped at the 2nd firing. Then the trigger became not to be grasped anymore. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Advancer, tissue stop. The analysis results found that the device was returned with the tip of the advancer broken and with the tissue stop missing. Therefore, the clips could not be fed as intended causing pear shaped clips. It could not be determined what may have caused the tissue stop was missing. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.